Event description:
Following use of "thermacare heatwraps" for 8 hours, and pt was sedentary in car and sporting event, he developed a deep vein blood clot in the right proximal common femoral vein. He stated that the "wrap" was very tight during the 8 hrs of use. No other etiologies identified i.e. Obstructing mass, hypercoagulation defect, etc. Patient was hospitalized for 3 days and discharged to outpatient follow up with full recovery expected. Dates of use: 2008, 8 hrs. Diagnosis or reason for use: back pain.